Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was exerting them self in extreme heat, received multiple inappropriate shocks due to t-wave oversensing (twos) post ventricular sense. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a report showed continued twos. Follow up yielded no information and the lead remains in use.